Event description:
A family member reported that on (B)(6) 2011 the patient awoke with blood glucose (bg) over 500 mg/dl with ketones, and was subsequently taken to the emergency room. She stated that the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka) and was treated with insulin injections and intravenous fluids. The family member reported that the patient was discharged on (B)(6) 2011 on insulin injections. She stated that the pump had no power when the patient awoke on (B)(6) 2011. She stated that a battery change did not resolve the power issue. She confirmed that there was no damage to the battery compartment and cap, and that there was no corrosion noted in the battery compartment. The pump was reportedly functioning appropriately before the patient went to bed the previous evening.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no power issues observed in the pump history. A review of the pump history revealed multiple loss of prime warnings associated with multiple "auto off" alarms. An "empty cartridge" alarm was also observed at 2:01 pm on (B)(6) 2011; the pump history indicated that a new cartridge was loaded at 8:35 pm. The pump history indicated that an auto off alarm occurred at 6:18 am on (B)(6) 2011; the pump was not re-primed after the alarm; and the pump was discontinued at 5:33 pm on (B)(6) 2011. The pump powers on appropriately with no alarms. There was no damage found to the battery cap or battery compartment; the battery cap was able to attach securely to the pump. There were no defects found to the battery cap connections or to the power circuit. The pump was exercised for 29 hours with no power issues and no delivery interruptions. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. During testing, an "auto off" alarm, an "empty cartridge" alarm, and a "no prime" warning were all duplicated and the pump gave the appropriate audiovisual alerts with each alarm. There was no defect found on investigation. Use error with inappropriate response to alarms may have contributed to the reported bg excursion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.